Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot power on. Upon troubleshooting fse found system was not booting up in morning. Actual cause was found to be issue with host pc os hdd. To resolve the issue fse replaced host os hdd, reinstalled software and recreated image storage and system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was unable to bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the host pc operating system (os) hard disk drive (hdd) was failing. The hdd was replaced and software was reinstalled. The system was returned to use in good working order.